Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2012-05265, 1627487-2012-05266. It was reported the patient was receiving inadequate coverage despite reprogramming attempts. It was also reported the patient was non-compliant in reference to operating the scs system according to the manufacturer's recommendations. The scs system was explanted due to the patient having to undergo a series of magnetic resonance imaging.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.